Event description:
The heart valve was implanted in the patient. Transesophageal echocardiography (tee) was performed revealing the leaflet not closing properly; the valve was explanted from patient and a second valve was implanted into patient.